Event description:
It was reported that during service and repair testing, it was observed that the tip of the craniotome was bent. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive force, improper handling and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.